Event description:
It was reported that customer experienced repeated cgm error 42 while using g7 sensor, and issue occurred for second time according to customer. There was no reported impact to the customer¿s blood glucose level. Customer had already reset pump before contacting support, and technical support provided full pump reset instructions; pump then operated according to specifications and customer was advised to call back if issue happened again.